Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp unit and was unable to duplicate the reported event. The stm then completed a preventive maintenance (pm) and performed a full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service the full name of the initial reporter was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a filling error. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a filling error. There was no patient involvement, and no adverse event reported.